Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2021 / serial or lot#: (B)(4), UDI #:(B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 04-mar-2020, label for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun mfg date: 04-mar-2020, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2021 / serial or lot#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 04-mar-2020, labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650 / catalog #: 1650 / expiration date: 31-mar-2021 / serial or lot#: (B)(4) UDI #: (B)(4), device available for evaluation: no, device evaluation anticipated, but not yet begun, mfg date: 04-mar-2020, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller repeatedly changed batteries and power switching was suspected. The controller and batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Additional products: serial# (B)(6). H6:FDA method code(s): b17, b15. H6:FDA result code(s): c04. H6:FDA conclusion code(s): d01. Serial# (B)(6). H6:FDA method code(s): b17, b15. H6:FDA result code(s): c04. H6:FDA conclusion code(s): d01. Serial# (B)(6). H6:FDA method code(s): b17, b15. H6:FDA result code(s): c04 h6:FDA conclusion code(s): d01 serial# (B)(6). H6:FDA method code(s): b17, b15. H6:FDA result code(s): c04. H6:FDA conclusion code(s): d01. Product event summary: one (1) controller (B)(6) and four (4) batteries (B)(6) were not returned for evaluation. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving (B)(6). Analysis of the data log file also revealed several premature power switching events that were due to communication errors involving (B)(6). Review of the data log file also revealed multiple instances involving (B)(6) where the batteries relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. As a result, the reported event was confirmed. There is no evidence that the lubrication servicing was performed on the batteries. The most likely root cause of the reported premature power switching event can be attributed to communication errors between the controller and batteries, and to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. CAPA pr00389403 investigated momentary disconnections prior to lubrication servicing. Even though this CAPA is closed, (B)(6) fall within the bounds of this CAPA. Possible root causes of the communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.